Event description:
Doctor was performing a lap nissen procedure on a child when two pieces came off the distal end of the instrument. One metal piece fell on the pt and was retrieved; part of the hinge came off but was not located. They swapped out instrument and completed procedure; there was no adverse effect on pt; pt condition post-op was stable. Doctor had an x-ray taken after the procedure, but it did not confirm piece was in pt. They believe that it may still be in pt and was too small a piece for x-ray to detect. Doctor is not scheduling a procedure to retrieve piece because, due to the small size, he does not believe it presents any potential for injury to pt.